Manufacturer narrative:
Date sent to the FDA: 08/10/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatchs being submitted. See medwatch # 2210968-2007-00709. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a total pelvic floor repair procedure. The surgeon reported that the anterior arms have shrunk to a point where they feel very tight. The patient was seen in 2007, with complaint of dyspareunia. The patient has some hesitancy in her urine stream and essentially has to triple void in order to feel empty. Also, these tight bands are painful to her sex partner. The intends to do a revision the following month.